Event description:
A customer contacted baxter to report leakage found around the spike during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was not confirmed and the root cause was not determined. One used set was received for evaluation with no cap on spike and no cap on patient connector. Functionally, the set was hand tightened with a lab ((B)(4)) titanium adapter without difficulty. The set was tested underwater at 8 psi with no leak noted. The spike was attached to port of lab bag with no issues noted. During visual inspection no manufacturing abnormalities were noted.